Event description:
Customer reported a leak occurred when using the coulter lh 500 hematology analyzer in their laboratory. The customer reported differential results were not generated for patient samples prior to the leak. To address this issue, the customer was performing instrument maintenance and identified the leak of approximately 1 ml of clenz which leaked onto the counter. A beckman coulter field service engineer was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves and lab coat at the time the leak was observed. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a hole in the tubing at pinch valve, pv43. The fse replaced the tubing at pv 43 and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).